Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
The patient had two leads from the same lot (for off-label use). It was reported the patient was no longer receiving pain relief in relation to her scs system implanted for off-label use. As a result, the patient's scs system (for off-label use) was explanted. Note: only the model, 3166 leads were being used prior to explant.